Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. During troubleshooting, training misuse causes were identified: patient has not recalibrated since receiving ??? Icons previously documented; not using same commercially distributed bg meter for accuracy comparisons and calibrations; not doing quality checks on bg meter per manufacturer's recommendations; not washing hands thoroughly and drying prior to fingerstick testing; not waited 10 minutes since the calibration before comparing bg values. Customer support educated the patient. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.